Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that any positive value displayed by the pump indicates the accurate amount of insulin detected, which the caller understood and acknowledged.